Event description:
The customer reported a motor error alarm. The blood glucose reading was 204 mg/dl. Prior to the event, the patient's reservoir ran out and she received a no delivery alert. The insulin pump was exposed to an airport x-ray. The customer was assisted with clearing the alarm. In troubleshooting, the patient was able to rewind the unit. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.